Event description:
Depuy spine legal dept was made aware of action being taken by a pt against depuy spine. Pt is reported to suffer from an undisclosed permanent injury that was somehow related to a depuy spine pedicle probe. Documentation sent to depuy spine provided few details.

Manufacturer narrative:
No conclusions can be made at this time. The reporting documents do not list a catalog number or detailed description of how the depuy device in question caused or contributed to an adverse event. A complaint report was run against all known reported events for depuy spine pedicle probes from 1/2001 to date. No matches were found in regard to pt name, surgeon name or location of a serious injury report.